Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous intermittent high sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted. The samples were repeated and dissimilar results were obtained. The lower results were reported since they were consistent with patient history.

Manufacturer narrative:
The qc prior to the event was within lab-established ranges. Qc was not run after the event. A bci field service engineer (fse) replaced the na reference electrode, chloride tip and carbon bridge, and ratio pump. Fse verified performance.